Manufacturer narrative:
E1: patient city: (B)(6). Patient country: china. Please note: this MDR is being submitted under unomedical's ongoing complaint remediation efforts associated with CAPA #1832980, which includes the retrospective review of complaints and the remediation of complaint records and MDR submissions for 2024-2025. Convatec will continue to track and monitor such complaints according to unomedical's complaint handling and CAPA procedures.

Event description:
Reference number (B)(4). Event occurred in china. It was reported that patient faced an infusion set leakage event on (B)(6) 2023 at the end that connect to the needle. No further information available.